Event description:
The right ventricular (rv) lead was not explanted, it was capped (B)(6) 2024 and replaced.

Event description:
It was reported that the patient presented for a node ablation procedure. It was noted upon interrogation that intermittent noise was observed on the right ventricular (rv) lead. The pacemaker was subject to the 2021 assurity and endurity pacemaker safety notification. The rv lead and pacemaker were explanted and replaced. There were no complications. The patient was stable.